Event description:
It was reported by service report that there were no up/down functions from either the footboard or from the head end side rail controls. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed required height limits to be reset.